Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead connected to this implantable cardioverter defibrillator (ICD) triggered an alert for pacing impedances greater 3000 ohms. The presenting electrogram (egm) shows the respiratory response trend (rrt) signal, which is being oversensed. The ra lead is another manufacturer's lead. It was reported that this patient has an underlying rhythm. Boston scientific technical services (ts) suggested programming the rrt feature off to prevent further oversensing. No adverse patient effects were reported.

Event description:
Additional information was reported indicating that the right ventricular (rv) lead pacing impedance was now also out of range. The impedance measurement was greater than 2500 ohms. The patient was brought into the clinic to complete isometrics and full analysis of the lead system. No noise and no change in pace threshold or impedance, were found during in office testing. The patient is only paced 3% in the rv; thus the health care professional will monitor and notify the electrophysiologist. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was reported indicating that the right ventricular (rv) lead pacing impedance was now also out of range. The impedance measurement was greater than 2500 ohms. The patient was brought into the clinic to complete isometrics and full analysis of the lead system. No noise and no change in pace threshold or impedance, were found during in office testing. The patient is only paced 3% in the rv; thus the health care professional will monitor and notify the electrophysiologist. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.